Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed ¿ the e103 error was present during testing due to an igniter unit failure. Additionally, the light guide insertion part was noted worn and the metal plate was deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite xenon light source was producing an e103 error message. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Event description:
Additional information was received from the initial reporter noting that this event took place during a diagnostic procedure. The subject device was restarted, and then it was functioning properly. There was no patient harm as a result of this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the e103 error occurred from a faulty ignitor unit. However, the specific root cause of the faulty ignitor unit could not be determined at this time. Olympus will continue to monitor field performance for this device.